Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported allegations of high pacing thresholds and failure to capture.

Event description:
It was reported that right atrial (ra) lead exhibited loss of capture and high pacing thresholds one day post implant. A revision procedure was performed, wherein an attempt was made to reposition the lead. The physician was unable to extend the helix fixation mechanism, and the ra lead was unable to be repositioned. As such, the ra lead was removed and replaced, and it was returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been returned to boston scientific. Analysis will be performed and this report would be updated at that time, should further pertinent information be provided.

Event description:
It was reported that right atrial (ra) lead exhibited loss of capture and high pacing thresholds one day post implant. A revision procedure was performed, wherein an attempt was made to reposition the lead. The physician was unable to extend the helix fixation mechanism, and the ra lead was unable to be repositioned. As such, the ra lead was removed and replaced. No additional adverse patient effects were reported.